Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.25in straight bc safety shield activation failed. It was reported by customer that some of our IV cathena products are having issues with their safety mechanism not retracting. Is this a known issue? This event occurred (B)(6)2025 with one of our nurses. I do have the product in my office if needed for a return. If you have anymore questions, please let me know. Verbatim: please advise - it was reported that some of our IV cathena products are having issues with their safety mechanism not retracting. Is this a known issue? This event occurred (B)(6)2025 with one of our nurses. I do have the product in my office if needed for a return. If you have anymore questions, please let me know.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of safety shield activation failure was not confirmed upon inspection of the sample. Analysis of the sample showed that the safety mechanism was not fully activated. No dent was observed on the cannula and no damage was observed on the v-clip and washer components. The safety mechanism of the sample was manually activated by manually pushing the tip shield fully through the cannula. No safety activation failure was observed as the tip shield was able to be pulled forward to cover the sharp cannula tip. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. The root cause could not be determined as the defect was not replicated. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
Material# 386863. Batch# 4218594. It was reported by customer that some of our IV cathena products are having issues with their safety mechanism not retracting. Is this a known issue? This event occurred 1/8/2025 with one of our nurses. I do have the product in my office if needed for a return. If you have anymore questions, please let me know.